Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s father reported via phone call that customer experienced hyperglycemia. The customer blood glucose level was 33 mmol/l at the time of incident and the other blood glucose level was 15mmol/l. Customer also specified that there were a crack on the arrow panel of the insulin pump. The customer was treated for high blood glucose level. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer did not allege pump was under delivering. The insulin pump will not returned for analysis.